Event description:
A physician reported that the patient had experienced poor refractive outcome with the post operative manifest refractive spherical equivalent treatment values were more than two diopters in the left eye after refractive surgery. There are multiple related reports for this facility. This report addresses the patient en, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The requested logfiles could not be obtained and no complaint related product/component is expected to return for investigation. Therefore, review specific to the current case is possible. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications per service and installation record. The root cause cannot be identified conclusively based on provided information. The manufacturer internal reference number is: (B)(4).